Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the reported alarm was determined to be a disconnection between the patient line and the transfer set. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 alarm occurred during use on the homechoice. During troubleshooting, the home patient (hp) noticed that the transfer set had separated from the patient line. The technical service representative (tsr) assisted the patient in clearing the alarm and advised the hp to restart therapy using new supplies or use manual supplies to complete the therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.